Event description:
I had hernia surgery where they put this mesh in (1994). After that I was having problems. Now, in 2011, I already have had 7 surgeries. Every time they remove the mesh little by little because it was infected.